Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The distal and proximal conductors are kink/buckled at 56 cm and 56.8 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead "lead prolapsed as introduced into cephalic vein, remained bent after stylet removed." The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.